Event description:
Verification of the alleged "drainage" and "infection or site reaction" is beyond the scope of activities performed in the pa laboratory environment. However, potential contributing factors to this condition have been considered / evaluated and none were found to exist in this situation. The DHR shows that the pulse generator passed all specifications before it was released. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . The battery, 3.031 volts, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received that the patient's fall contributed to the drainage from the incision site. The device was explanted due to infection. The lead was not removed.

Event description:
The explanted generator was received on 05/02/2016. The reason for the explant was provided as wound drainage from vns scar from a fall. Analysis is underway but has not been completed to date.

Event description:
It was reported that a patient had their generator explanted on (B)(6) 2016 and that a replacement was not implanted. The reason for explant was stated as wound drainage that occurred from the vns scar after the patient fell. No information was provided regarding the lead. The patient's neurologist was notified of this event. A review of device history records showed that the generator was sterilized prior to distribution.